Manufacturer narrative:
Concomitant medical devices: product ID: 3887-33, lot# v002346, implanted: (B)(6) 2006, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that at the end of 2008-beginning of 2009, it was noticed that there was something wrong with the wires. He went to healthcare professional (hcp) and they checked the device in (B)(6) 2009 and confirmed the wire got pulled loose. They also told the patient that the implantable neurostimulator (ins) battery was dead. They wanted to redo the whole thing. They went in in (B)(6) 2009, removed the ins and placed the new ins in a different area-instead of his butt cheek area; they placed it in his right hip area. They put 2 wires instead of one wire. The indication for therapy was complex reg pain syndrome type I. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.